Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they were having battery issues with the insulin pump. The insulin pump alarms replace battery all the time. They do receive a low battery alarm prior to the replace battery. They would continuously receive the alarms. They had tried several batteries already. The battery they used was brand new and the battery cap was not damaged. The customer reverted to a back-up plan. The customer's blood glucose level was 12.9 mmol/l. The device will return for analysis.